Event description:
(B)(4). Very heavy irregular painful periods. Large clots, extreme pelvic and lower back pain, brain fog, metal allergy, many headaches, sever depression, anxiety and panic attacks, blurry vision, weight gain... Yes insurance did cover placement and removal.